Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2024. The lens was replaced with another same length but different model and diopter power lens. The lens was discarded. Claim # (B)(4).

Manufacturer narrative:
Corrected data: b5: a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and refractive surprise. Due to excessive vault and refractive surprise, the lens was removed and replaced intraoperatively for another same model/length but different power lens. The problem was resolved. Claim #(B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.00/+1.0/090, into the patients left eye (os) on (B)(6) 2024. The lens was reported as excessive vaulting and refractive surprise. The lens remained implanted. Additional information has been requested but none has been forthcoming.